Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported when the patient's trial lead was implanted, he only felt rib stimulation. The physician moved the trial lead, however the lead went anterior causing the patient discomfort. The patient elected to end the trial.